Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 04, 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that the display of her onetouch ping meter was fading. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. It is not known when the alleged display issue began. It is not known what medication, if any, the patient takes to manage her diabetes, or if she made any changes to her usual diabetes management regimen in response to the alleged meter issue. However, the patient reported developing "highs and lows" with symptoms of "cold sweats, extreme hunger and dry skin" although it is unknown if the symptoms began before or after the alleged issue started. The patient denied receiving medical treatment. During the call, the patient claimed she was unsure if the symptoms she developed were related to the meter issue or to other health problems. At the time of the troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of serious injury while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.